Manufacturer narrative:
The lead was not returned for analysis. The report refers exclusively to the returned pacemaker. However, prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker and the lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed indicating no anomalies. However, the pacemaker was re-programmed to vvi mode on (B)(6) 2020. Please note that in vvi mode the atrial sensing- and threshold test is executed in unipolar configuration. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed. Thereby the pacemaker sensed the attached heart signals free of noise, proving the sensing functions to be as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this atrial lead was dislodged. The lead was repositioned.